Event description:
It was reported that high capture thresholds and an insulation anomaly was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.